Manufacturer narrative:
UDI number: na. The returned driver was evaluated. The corp index at the distal tip has fractured as reported. The cause cannot be conclusively determined but contributing factors may include: wear from repeated usage, off-axis forces placed on the device during usage, or over-torquing the driver. A review of the manufacturing issues did not identify any issues that would have contributed to this event.

Event description:
It was reported that a screwdriver was found to have fractured after it was removed from the mating screw during surgery. There were no reported patient impacts associated with this event.

Manufacturer narrative:
This device is not cleared for use within the us; however, it is similar to catalog number 046w1an00640, which is cleared for use within the us. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screwdriver was found to have fractured after it was removed from the mating screw during surgery. There were no reported patient impacts associated with this event.